Manufacturer narrative:
(B)(4). Method: the defective warmer head assembly of the (B)(4) baby control cosycot infant warmer was returned to fisher & paykel healthcare (fph) service centre in (B)(4). Our analysis is accordingly based on the service report and photographs provided by our service centre. Results: photographs showed that the warmer head assembly had multiple cracks, the support arm had a crack at the o-ring area, and a side flap on the light box was cracked off. Crazing and small cracks were found on the surface of the upper head casing. A lot check revealed no other complaints of this nature for lot number 020405. Conclusion: it is likely that the cracking and crazing observed on the warmer head assembly are related to a known problem of incompatible cleaning solutions reacting with the polycarbonate plastic and acrylic components of the infant warmer. When the warmer head begins to warm up during use, a chemical reaction with the incompatible cleaning solution results in gradual cracking and crazing of the warmer head. The infant warmer service manual for the affected unit features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, gluteraldehyde or cleaning products with a greater than 30% alcohol base"; "caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces." We have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The complaint warmer head assembly has since been repaired and returned to the healthcare facility after it passed the performance and electrical safety tests.

Event description:
A healthcare facility in (B)(6), reported that the upper head casing of an (B)(4) baby control cosycot infant warmer had cracked. This was observed during use on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported that the upper head casing of an (B)(4) baby control cosycot infant warmer had cracked. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint warmer head assembly of the (B)(4) baby control cosycot infant warmer has only recently been returned to fisher & paykel healthcare service centre in (B)(4). We will provide a follow-up report once we have completed our investigation.